Event description:
Lantus insulin dose 30 units - syringe sent from pharmacy to floor contained approximately 25 units. Upon examination of the product, it appeared that some of the insulin was pushed out of the syringe (the plunger pushed up during delivery) because there was insulin present in the cap of the syringe. Upon investigation, multiple issues have been noted with these syringes, to include syringes will not draw liquid, plunger seems to draw a vacuum. One syringe did not have a rubber ring on the plunger. The plunger moves very easily and can become dislodged from the syringe resulting in a discarded syringe and wasted dosage. No reported pt harm from these events.